Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor resets) was confirmed. Upon investigation the monitor reset during pulse testing. The cause for the resets was isolated to a shorted q2 transistor on the computer/analog (c/a) board and transformers t2 and t3 on the defibrillator pca. The transformers were producing improper output. The root cause for the defective q2, t2, and t3 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor resets) is currently being investigated. As received, the monitor failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it was resetting.